Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One decontaminated sample was received at the manufacturing site for the investigation. Visual and functional evaluations were performed, and the reported condition could not be confirmed; the balloon deflated in 22.45 seconds which is within specification. A root cause could not be determined as the reported issue was not confirmed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they tried to remove the catheter 10 hours after indwelling it, however, the water was unable to come out of the balloon. No patient harm was reported. It is not known how the catheter was removed.